Manufacturer narrative:
The instrument has not yet been returned to life spine; therefore, it is not possible to determine the root cause of the reported tip failure. Based on the potential failure, it is hypothesized that during its last use an excessive force was applied to the installer at an angle which resulted in a torsional or off-axis asymmetric (e.g., rocking or toggling) load being applied to the distal tip of the installer. Additionally, impacting on the system while the drive was engaged could have led to a bottomed-out interference that could have resulted in the tangs fracturing off.

Event description:
It was stated that "tip of inserter broke off during insertion."